Event description:
A notification was received regarding a holmium fiber unit which was reported to have broken by the connector.

Manufacturer narrative:
No complaint samples were provided for evaluation within the timeframe of this investigation. The state of the fiber was confirmed via a picture of the device provided by the complainant, however a root cause of the breakage is not possible to confirm without the suspect unit for evaluation. It is recognized the likely root cause could be related to the handling or application method of the laser fiber device. It is recognized the state of the laser was reviewed by the field service engineer responsible, which determined no defects with the laser device and the unit was operating within specification. Dornier laser fibers are fragile and must be handled with care as instructed on the dornier laser fiber IFU. All laser fiber units manufactured by dornier are confirmed via visual inspection as well as power performance testing prior to release for distribution which confirms the operational capacity of the device. No patient impact was reported by the complaint facility.